Event description:
The connector on the patient tubing broke off. This happened during a normal use of the device without applying any force on the connector. This creates a very dangerous situation for the patient. This occurred already 4 times within a short period. The user sent 2 samples in a sealed packaging, but they are contaminated. Therefore, nobody examined them.